Manufacturer narrative:
Updated fileds: b4, g3, g6, h2, h11. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg/csl was manufactured. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and clean room cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient was hospitalized for mrsa bacteremia and it was suspected that they experienced a pocket infection. The patient had no visible signs, however the pocket was opened and cultures were done. The pocket was flushed and closed. The culture results were negative for infection. On (B)(6) 2025, the patient was discharged.